Manufacturer narrative:
Other device used: catalog #00434903811, zimmer trabecular metal base plate, lot #62209090. Evaluation summary: no devices or photos were provided, therefore, a determination on the condition of the glenosphere could not be made. The first x-ray shows a well placed glenosphere the other x-ray shows a well placed glenosphere the other x-ray shows it semi-detached. Since the x-rays are not dated the exact sequence is unknown. Operative notes were not provided, therefore, it is unknown how the glenoid was prepared. It is possible that the reported fall contributed to the disassociation. However, with the supplied information an exact cause cannot be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient fell and disengaged the glenosphere. The patient was revised.